Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not getting an endoscopic image. The issue was discovered during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Tac asked the customer if they are getting any error messages? No errors. Tac asked if there were any changes made to the olympus tower? No, the other person mentioned that he just had to reconnect df cable and usb to from the maj-1916. After covering this, the customer tried a different scope, and this one was a 190 series scope and this provide an image with no issues. The scope they had prior was an 180 series scope, tac informed that the issue could be with scope. Afterwards, instructed to power cycle the tower, they tested another 180 series scope and it worked fine. In doing this, one of the members of staff noticed that the video paddle connectors was not pushed in all the way in. After this, test the original 180 series scope with the same video connectors, and this time it worked fine. Tac instructed the customer to test the image capture using the scope switch, and images was capturing fine and transferring ok to provation with no error messages. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the paddle connector not being pushed all the way in. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the paddle connector not being pushed all the way in. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.